Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/26/2016 that a customer had an issue with lite gloves. The customer reports that three lite gloves were found torn inside the packaging. No patient involved.